Event description:
Part of epimed catheter was retained in patient. Catheter was placed into the epidural space for steroid infusion over 72 hours. Patient went home with the catheter in place and left it in for 4 days. It was pulled by lay person on the 4th day and the tip of the catheter was retained in the patient.